Event description:
There was an allegation of questionable magnesium (mg2) results from the cobas c 503 analytical unit. The initial magnesium result was 2.88 mg/dl, the repeat result was 2.11mg/dl. The repeat result was deemed to be correct. The sample was rerun because it did not match the patient's clinical history. No questionable results were reported outside of the lab.

Manufacturer narrative:
The magnesium reagent lot number is 78819501 and the expiration date is 31-dec-2025. The field service engineer performed all probe decontamination and checked the water level. The qc was within range on the day before measurement. The investigation was unable to find a product problem. Sufficient information for investigation was requested but not provided.